Manufacturer narrative:
The investigation is still in progress. (B)(4).

Event description:
During a procedure, it was reported that the sensor of the coolflow irrigation pump was defective. Later on the same day the event was reported, received additional information requested from bwi representative stating that there were bubbles noticed after the bubble sensor and no ¿bubble error¿ appeared. Therefore, the pump was immediately stopped. The procedure was completed by replacing the infusion bag with no patient consequences.